Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostyle device after an interventional neuro vascular aneurysm embolization procedure with a 6f sheath. Reportedly, after the device was inserted and pulsatile bleeding was confirmed within the marker lumen, step 1 could not be completed as the lever could not be lifted. The device was removed from the anatomy and a new prostyle device was used to achieve hemostasis. Outside of the patient, force was applied to lift the lever of the first prostyle and from the device came an audible "tick" sound. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported plunger mechanical jam could not be confirmed as the lever was opened to deploy the foot. The foot fully deployed without resistance noted. There was no audible tick sound heard as reported. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to foot mechanical jam include but not limited to anatomical conditions, difficult insertion with respect to the tissue tract, incorrect foot position. The reported abnormal noise / clicking sound when the foot was deployed was concluded to be related to device components moving/rubbing against each other during deployment. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.